Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure, two unspecified devices were in a copilot bleed back control valve, when the valve was noted to leak at the bleed back control seal. Another unspecified device was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the cap was not fully rotated in the closed position; thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.